Event description:
It was reported that the touchscreen monitor on the 9800 system would intermittently not work during a case. Also the system would not save images. The procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended, and put back into service.